Manufacturer narrative:
Ortho performed retain testing, batch record review, complaint review by lot and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation.(B)(4)

Event description:
A customer reported after a patient sample failed to react with k(kel1) positive cell 1 of 0.8% selectogen lot vs342 using ortho mts anti-igg grouping card lot 102320001-14 the customer reported that on (B)(6) 2021 on two occasions, they had tested a patient sample for antibody screening using 0.8% selectogen and ortho mts anti-igg grouping card in conjunction with their ortho workstation and that they had obtained negative reactions with cell 1 of the red cell reagent.the customer reported that the sample had came from a sister facility which had previously tested this patient sample for antibody screening using 0.8% selectogen and that they had obtained a positive reaction (1+ reaction strength) as expected with cell 1 of the red cell reagent. The customer reported that on (B)(6) 2021, they had tested a sample from this patient for antibody identification using 0.8% resolve panel a in conjunction with their ortho workstation and that they had obtained positive reactions (1+ reaction strength) as expected with cells 7 and 11 of the red cell reagent.the customer reported that on the same day, they had tested a sample from this patient for antibody screening using diluted 3% selectogen and ortho mts anti-igg grouping card in conjunction with their ortho workstation and that they had obtained a positive reaction (1+ reaction strength) as expected with cell 1 of the red cell reagent.the customer reported that they had performed a dilution study with a known k(kel1) positive sample in conjunction with 0.8% resolve panel a and 0.8% selectogen at dilution 1:100. The customer reported that they had obtained a negative reaction with cell 1 of 0.8% selectogen and positive reactions (1+ reaction strength) with cells 7 and 11 of the red cell reagent. No further detail provided. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported events.